Event description:
Report of a free-flow event, pitocin drip running wide open, device and disposable set sent to biomed. Biomed visually inspected device, pump assembly ok, but with 3rd finger all the way in 12-14 ml ran in rapidly. Request was made to send the device in for investigation. Risk management would not release device to manufacturer for evaluation.